Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and noted the episodes appeared to be atrial-driven, suggestive of atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) bursts and electric shocks were delivered; however, the rhythm was not converted. The therapy was assessed as potentially inappropriate. Further clinical evaluation was recommended. This ICD remains in service.